Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2026, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2026. It was reported that they were experiencing device site infection (incision, pocket, etc.). The issue was not resolved and was still ongoing. On (B)(6), patient reported they were getting message that lead was not connected to device. Advised to contact their doctor and would notify their manufacturing representative (rep).